Manufacturer narrative:
Correction: d4 UDI number corrected.

Manufacturer narrative:
Correction: d4: (B)(4) added UDI number. Additional information: the evaluation has been completed. One opened (B)(4) pack from lot x0797 was returned with two pack labels. The pack tray contains only one assembly with the tubing wadded and tangled up inside. The cutter was in the middle of the tubing. The bi-blade tip protector was not returned. The needle was bent. The port window was in the opened position, with debris visible inside. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle was binding up which prevents cutting. The cutter does aspirate, and was not clogged. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned condition with no tip protection and the tubing being wadded and tangled up inside the pack tray, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2, see related medwatch report numbers: 0001920664-2023-00014.

Event description:
The user facility in the united kingdom reported a 27g bi-blade cutter was not cutting correctly if at all. A second 27g pack was opened, where again the same happened. A third pack was opened and procedure continued. No patient impact. No clinical consequences.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2023-00014.